Event description:
It was reported that the pico pump ran for about 4 hours and then alerted it to missing battery. The batteries were switched and then the leak indicator, the shift indicator and the battery indicator turned orange. The pico pump could not be pressed afterwards. The incident occurred during use inside the patient. The procedure finished with a smith and nephew backup device. No surgical delay.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the batch manufacturing records could not be performed as the lot number provided is not a valid lot number for this product, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history review found further instances of the reported event in the past years. The device was used for treatment. The returned device underwent a product evaluation. An initial visual inspection did not identify any issues. When fresh batteries were inserted all indicator lamps solidly illuminated, confirming the device had entered an error state. This confirmed a relationship between the event and the device. Device performance data confirmed that the device has failed due to a sudden pressure drop, indicating that the device was probably disconnected from the dressing or external pressure conditions caused the device to fail. Otherwise, the pump passed all the performance tests, therefore the reported complaint is not product related as the failure mode is due to an external source. No further actions by smith + nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.